Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, staple didn¿t complete a b-shape. There were no patient consequences.

Manufacturer narrative:
(B)(4).batch # t5cg7a. Investigation summary: the analysis found that one gst60b cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side partially fired 2/3 and left side fully fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.